Event description:
A sorin group received a report of a blood leak from the sampling port of the inspire 8 hollow fiber oxygenator during a procedure. The oxygenator was replaced and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8 hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). It was also reported that replacing the oxygenator took approx 5 minutes. This medwatch is being filed a result of the extended interruption of bypass. The investigation is ongoing. A follow up report will be sent when the investigation is complete.